Event description:
The customer reported that the system's left live monitor would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced and adjusted. The system was tested and found to be working as intended and put back into service.